Manufacturer narrative:
An event regarding dislocation involving a pca insert was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). Minor burnishing was observed on the articulating surface of the tibial insert. The distal surface of the tibial insert shows significant abrasion along the posterior edge, corresponding to the location of the baseplate fracture. The distal locking hole was damaged. Burnishing was also observed on the anterior insert surface. This suggested that the insert dissociated from the baseplate, allowing direct femoral articulation on the baseplate and causing wear and abrasion damages to the distal and anterior surfaces. Medical records received and evaluation: a medical review was performed and concluded: "root cause of failure is procedure-related and this pi case is not device-related." A medical was performed based on the medical information received by a clinical consultant indicated: " the liner is seen dissociated from the tibial baseplate on the anterior side. There appears to be a rather steep angle between anterior liner locking screw and baseplate in addition to a rather high posterior tibial slope. Amount of posterior tibial slope can only be estimated roughly due to limited field of view of x-ray." The clinician concluded: "lateral x-rays are only available to document the dissociation of the liner from the baseplate near its anterior section. Early postoperatively there is a bony defect under the anterior baseplate section that has ¿settled¿ through some distalwards migration of the baseplate on the post event x-ray. The baseplate has a slightly increased posterior slope with a rather steep angle between anterior liner locking screw and baseplate. The explant photographs do not show any poly damage near the locations of the other two baseplate fixation screws. A high posterior tibial slope of the baseplate caused instability of the knee in flexion resulting in overload on the liner with anterior lift-off forces in flexion. A steep angle of the anterior screw relative to the baseplate if not already protruding from its recess hole directly after surgery certainly did so after some distalwards migration of the baseplate due to a small but not negligible bone defect under it¿s anterior section. This certainly contributed to push-out of the liner from its locked position causing the dissociation of the liner as seen on x-ray and confirmed during surgery. With the liner not anymore in it¿s normal position, direct contact between metal of femoral component and baseplate became possible with the resulting high point contact forces causing the abrasive wear as seen on the explant plus the fatigue fracture of the baseplate section. Because the surgeon is responsible for optimal component position as well as optimal bone contact between baseplate component and bone, root cause of failure is procedure-related with regard to surgical technique. There is no evidence for device-related factors as also confirmed by the mar while from the patient-related perspective, there is no specific information. Body weight and age were not reported. Excessive weight is not normally a root cause for device failure although it may aggravate the effects of overload conditions from other causes such as discussed. Similar arguments are valid for excessive patient activity, also an unknown factor in this case. As such, root cause of failure is procedure-related and this pi case is not device-related." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a medical review was performed and determined the case not to be a device related issue.

Event description:
Additional information; the breakage of the base plate was noticed. The breakage noticed after the insert was implanted.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown pca mtk rev tib ins. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
The insert was used on (B)(6) 2012. The insert was replaced due to abrasion and dislocation on (B)(6) 2014.